Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported single gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported difficult to open or close associated with single gripper actuation is determined to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation for a mitraclip procedure. During device preparation, it was identified that one of the grippers appeared to be at a strange angle when it was removed from packaging. The device was tested per IFU, when it was identified that the gripper was unable to raise or lower. Two new mitraclips were selected and implanted successfully, then the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.